Event description:
Info received indicates the brake is not staying engaged. The casters are popping out of the brake mode after they are set.

Manufacturer narrative:
The tech replaced the worn casters to repair the bed.